Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 280mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer mentioned that the drive support cap is protruded. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.